Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the abiomed 0.018 wire was fractured prior to any use. Physician and staff confirmed the wire appeared fractured upon opening and was not used successfully. No other wires were available at the time, so an abiomed 0.018 wire from another box was used instead.